Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Hospitalization, treatment details, and action taken with pd therapy were not reported. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.